Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the atrial lead was observed to be dislodged. The dislodgement was confirmed through visual examination. The lead was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The reported event was dislodgment. Final analysis found that as received, a complete lead was returned for analysis. Visual and x-ray examination of the helix mechanism found the helix to be stretched / damaged although no anomalies were noted on the inner coil at the connector region. Due the helix damaged as received the helix mechanism test could not be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.